Event description:
The doctor was attempting to remove the 5fr over-the-wire catheter when the tip of the catheter broke and ultimately sheared off. The tip was retrieved without causing injury to the patient.